Event description:
Pt was implanted with a trial system including 3 trial leads and an mts (multiprogram trial stimulator). After the procedure the pt stated he was receiving paresthesia to his back and legs. That same evening the pt left a message for the sales rep stating he received overstimulation two separate times by the stimulator and was requesting assistance. When the sales rep called the pt back, the pt stated he was having chest pains and his back was also hurting. He stated he was in an ambulance going to the emergency room. The sales rep followed up with the pt the next day and the pt's daughter reported he was in the hosp and could not feel his legs. The trial system leads were explanted and discarded by the hosp and are not available for evaluation.

Manufacturer narrative:
Device 1 of 3. Device history record and sterilization record were reviewed. Results: all records were reviewed and were found to meet specification. Ans inc. Corporation has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Corporation defers to the pt's physician regarding medical history.